Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18th nov 2025, it was reported by an arthrex's employee via an email that for 2 units of ar-1926ps, suture anchor, pushlock® 3.5 x 19.5 mm, the first unit of ar-1926ps broke and the second unit of ar-1926ps could not be fixed during insertion. This was detected during an ankle ligament reconstruction surgery on (B)(6) 2025. The procedure was completed successfully by using a 3rd ar-1926ps. There were no patient harm and no secondary procedure needed.